Event description:
The manufacturer received information alleging a ventilator's lcd screen was white during use and not viewable. There was no harm or injury reported. During the evaluation of the device at a third party service center, the failure of the device's lcd screen was confirmed. The device's lcd screen was replaced to address the issue.